Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# serial# unknown, implanted: (B)(6) 2016, product type: lead. Reference manufacturer report # 3007566237-2016-01680. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that lead length inconsistence during a deep brain stimulation (dbs) operation was noticed. This issue made the surgeon recalculate the distance to the target to identify the precision and adjust the lead position in the operation. Patient outcome was noted as no injury. No symptoms reported. Further intervention to prevent permanent disabilities was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.